Manufacturer narrative:
A visual inspection, functional testing, and data log analysis were performed on the returned device. The reported difficult to advance, unintended system movement, perforation of vessels, and surgical intervention was not able to be confirmed due to the operational context of the reported issue. There was no damage or abnormalities observed with the device that would have contributed to the reported complaint. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficult to advance, unintended system movement, perforation of vessels, and surgical intervention appear to be related to circumstances of the procedure. This is consistent with complaint details which state "in the physician's opinion, it was a combination of the oad and angulation of the lesion that caused perforation and anatomy was the contributing factor to the issue." There was no damage or abnormalities observed with the device that would have contributed to the reported complaint. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the diamondback coronary orbital atherectomy device (oad) was advanced in to the left main (lm) artery and the viperwire advance flextip guidewire was advanced into the left circumflex (lcx) artery. Glideassist was used to cross the lesion in the proximal circumflex (cx) artery. Initially, a low speed treatment was performed with multiple passes and parked in the lm to rest. Angiography was performed that showed adequate flow to all vessels. When a second low speed treatment was performed from a proximal starting point, the oad appeared to meet some resistance. Lcx was tortuous and there was resistance during the advancement of oad. An engage release technique was done and there was a notable compression and jump. The crown jumped forwards. The oad was parked in the lm and an angiography was performed. A perforation in the proximal cx was visualized. In the physician's opinion, it was a combination of the oad and angulation of the lesion that caused perforation and anatomy was the contributing factor to the issue. The oad was removed and a 3.0x20mm covered stent was placed over the viper wire. The covered stent lm to lad that was used to resolve the perforation, could not cross the perforation and wire across the lesion was lost. A balloon inflation was made with a 3.0x15mm compliant balloon in the left main artery. A non-abbott guidewire was advanced into the guide and the physician attempted to wire the cx. It was observed that the wire was not in the distal cx. The same non-abbott guidewire was then placed in the left anterior descending (lad) artery and the 3.0x20mm covered stent was placed from the lm to lad. The perforation was sealed and the patient was transferred to surgery due to perforation to the cx and the covered stent being placed across the cx ostium. There were no targets for the bypass. The surgeon removed blood from the pericardium. The patient was discharged couple days after surgery.

Event description:
It was reported that the diamondback coronary orbital atherectomy device (oad) was advanced in to the left main (lm) artery and the viperwire advance flextip guidewire was advanced into the left circumflex (lcx) artery. Glideassist was used to cross the lesion in the proximal circumflex (cx) artery. Initially, a low speed treatment was performed with multiple passes and parked in the lm to rest. Angiography was performed that showed adequate flow to all vessels. When a second low speed treatment was performed from a proximal starting point, the oad appeared to meet some resistance. Lcx was tortuous and there was resistance during the advancement of oad. An engage release technique was done and there was a notable compression and jump. The crown jumped forwards. The oad was parked in the lm and an angiography was performed. A perforation in the proximal cx was visualized. In the physician's opinion, it was a combination of the oad and angulation of the lesion that caused perforation and anatomy was the contributing factor to the issue. The oad was removed and a 3.0x20mm covered stent was placed over the viper wire. The covered stent lm to lad that was used to resolve the perforation, could not cross the perforation and wire across the lesion was lost. A balloon inflation was made with a 3.0x15mm compliant balloon in the left main artery. A non-abbott guidewire was advanced into the guide and the physician attempted to wire the cx. It was observed that the wire was not in the distal cx. The same non-abbott guidewire was then placed in the left anterior descending (lad) artery and the 3.0x20mm covered stent was placed from the lm to lad. The perforation was sealed and the patient was transferred to surgery due to perforation to the cx and the covered stent being placed across the cx ostium. There were no targets for the bypass. The surgeon removed blood from the pericardium. The patient was discharged couple days after surgery.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.